Manufacturer narrative:
The lcd display is too dim making it illegible. Upon further examination of the unit's interior, there is visible corrosion just about everywhere on pcba1. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the left belt clip rail broke off. Finally the middle (enter) keypad button is cracked.

Event description:
The customer reported via phone call that his insulin pump was damaged at the back at clip rails. The customer's blood glucose level was 238 mg/dl. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.